Event description:
The patient received two percutaneous leads from the same lot as part of her scs system. It was reported the patient complained of inadequate pain relief and x-rays revealed one of her leads had migrated. Follow-up identified the patient does not want surgery at this time and the physician did not recommend more reprogramming. It was reported the physician plans to pursue facet injections and possible nerve ablation treatments. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.